Event description:
It was reported to boston scientific corporation that a prefyx pps system was used during an unknown procedure. According to the complainant, after the procedure, the patient presented with erosion, vaginal bleeding, infections and a thickened endometrium. Attempts at follow up have been unsuccessful.